Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to have been discarded. Attempts to retrieve additional information have been unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was learned through implant patient registry, that a patient with a 40mm 4450 physio annuloplasty ring was explanted after an implant duration of 10 years, 10 months due to unknown reason. The explanted ring was replaced with a 31mm 11400m resilia mitral valve. The patient was in recovery post-operatively.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.